Manufacturer narrative:
Per gfe (good faith effort) response, it was confirmed that there was no patient involvement at the time the issue was discovered. It was also confirmed that this device was serviced by a philips contractor for recall remediation, and during the recall work, it was determined that the device was defective--the device was fully operational when it was removed from service initially in (B)(6) 2021, so the remediation work probably created the failure.

Manufacturer narrative:
An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer confirmed the 110b (the proximal pressure is not measured and pressure-related alarms are compromised) error code in the log but could not duplicate the error. As a preventative measure, the asp engineer replaced the data acquisition (da) printed circuit board assembly (pcba) and solenoid 3 & 4. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had diagnostic code 110b proximal pressure sensor autozero failed in the log which had not been addressed. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). Functional analysis was performed, and the device passed pressure accuracy testing. The pil technician could not duplicate the proximal pressure failure. No visual issues were noted. The suspect da pcba operated without any issues and passed pressure accuracy testing as noted in the current revision of service manual. No fault was found.